Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer order for service was placed which identified that the paddles require replacement. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
.

Event description:
A customer order for service was placed which identified that the paddles require replacement. Further information was provided that the paddles were broken. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.